Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ patient intubated and sedated when registered nurse received orders for immediate ventilation perfusion (vq) scan. Patient prepped for transport. When IV pump was unplugged it beeped once and immediately quit working. Levophed and propofol were infusing. The nurse was on the unit and not off the floor, and another IV pump channel/brain combo was fortunately available." The customer reported there was no patient harm.